Manufacturer narrative:
Since a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. No physical sample has been received for the evaluation. However, the manufacturing plant determined that the issue occurred from the material part (pumping section/aff valve) that supplied by the supplier. A notification has been sent to the supplier. As part of continuous improvements, a corrective action (CAPA) has been opened to address the reported issue. The results of investigation will be documented through the referred CAPA.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that the formula leaked from the connector during use. There was no patient injury.